Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. Device manufacture date is not available at time of filing.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that the instruments were not tracking when the site was trying to verify instruments. It was alleged that the camera was broken. The surgery was completed with 2-5 minute delay and there was no patient impact.

Manufacturer narrative:
Correction: event date updated to proper value. Logs for the navigation system were sent to medtronic for evaluation. However, the logs provided were not for the specified event date nor aware date of the reported issue.